Manufacturer narrative:
Concomitants: 4012058 02-010-01-0250 - logic femoral ps cem left sz 5 4049165 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t 3984815 200-02-38 - three peg patella 38mm.

Event description:
Per a report from the legal department, in approximately 2015, the patient underwent a bilateral total knee replacement. The patient experiences daily pain and discomfort in his right knee which limits his activities of daily living and impacts his quality of life. No surgery has been scheduled for revision. No device return anticipated due to this being a legal case.

Manufacturer narrative:
1038671-2024-03969 d4: added catalog number, expiration date, serial number, and UDI d10: (B)(6) 02-010-01-0250 - logic femoral ps cem left sz 5. (B)(6) 02-012-35-5011 - logic tibia ps mod insrt sz 5 11mm. (B)(6) 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. (B)(6) 200-02-38 - three peg patella 38mm. (B)(6) 02-010-01-0350 - logic femoral ps cem right sz 5. (B)(6) 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. (B)(6) 200-02-38 - three peg patella 38mm. G3: added 510k number. H4: added device manufacture date. H6: corrected health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, instability, loosening and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.